Manufacturer narrative:
Pending evaluation. Concomitant medical devices: femoral component. Tibial component.

Event description:
Revision likely due to poly wear with osteolysis.

Manufacturer narrative:
The engineering evaluation of the revision reported was likely the result of femoral and/or tibial tray loosening, which led to the release of pmma bone cement in the joint space. The release of pmma bone cement particles likely contributed to the related prosthesis wear of the tibial insert. However, this cannot be confirmed as the devices were not available for evaluation. Concomitant devices: biolox delta femoral head (cn: 170-36-93); connexion gxl pe acetabular liner (cn: 130-36-53).